Event description:
Reporter noted problem with phaco during surgery. Replaced tip and handpiece twice. Turned system off and rebooted. Eye became cloudy, difficult to see. Posterior capsule tear occurred. Performed anterior vitrectomy and inserted ac iol to complete case.